Event description:
It was reported that an ilet user experienced hyperglycemia, confirmed by fingerstick at 361 mg/dl, with no reported missed alerts or alarms and no meal announcement prior to the elevation; the user replaced the infusion set per troubleshooting guidance and planned to monitor for reduction in glucose. Symptoms included hyperglycemia. Outcomes included no reported medical intervention beyond user-led troubleshooting and monitoring. Investigation included user education on infusion set replacement and confirmation that device alerts and alarms did not indicate dosing interruption. Investigation of this case revealed no device malfunction reported or observed and no abnormality identified with the infusion set after change, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.